Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was deployed into the blood vessel during positioning, as the tension indicator reacted distal to the vessel wall. The sealant was aspirated using a non-cordis aspiration catheter, and repeat angiography confirmed blood flow, after which the procedure was completed. There was no reported patient injury. The device was used during superficial femoral artery (sfa) treatment, and angiography confirmed the sealant had dislodged near the right common iliac artery. The procedure was interventional and performed using an antegrade approach, and this was the first procedure for the deployer using the device. A 6f 11 cm non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability including insertion angle. The sealant was not dislodged from the arteriotomy, contrast/imaging was used to confirm balloon placement, and there were no multiple sheath exchanges. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot j2522601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement (intravascular)¿ could not be observed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, vessel characteristics (which were not provided) and procedural/handling factors (especially since this is the first procedure for the deployer using the device) may have contributed to the intravascular deployment reported since a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿the safety and effectiveness of mynx have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ neither the phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was deployed into the blood vessel during positioning, as the tension indicator reacted distal to the vessel wall. The sealant was aspirated using a non-cordis aspiration catheter, and repeat angiography confirmed blood flow, after which the procedure was completed. There was no reported patient injury. The device was used during superficial femoral artery (sfa) treatment, and angiography confirmed the sealant had dislodged near the right common iliac artery. The procedure was interventional and performed using an antegrade approach, and this was the first procedure for the deployer using the device. A 6f 11 cm non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability including insertion angle. The sealant was not dislodged from the arteriotomy, contrast/imaging was used to confirm balloon placement, and there were no multiple sheath exchanges. The device will not be returned for evaluation as it was discarded.